Event description:
A patient's device system was removed due to the left subcutaneous occipital lead having had eroded through the skin. The patient was noted as having a fever, in addition to a possible infection. The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).